Manufacturer narrative:
The manufacturer received the explant form for the 2006 surgery. The form stated that the device did not cause or contribute to a death, life threatening injury or illness. It was noted on the form that there was permanent damage to mandible, necrotic bone per histology. In reviewing the patient's information, it was determined that the patient has long history of tmj disease. The patient's problems began with an automobile accident some time ago. The patient has had 5 surgeries on each tm joint. Prior to the implant surgery in 2003, the patient had fibrous ankylosis on both sides and it also appeared that she had some arthritic changes to each of the condyles. During the explant surgery, it was noted that the patient had necrois and fibrinoid degeneration. These conditions are symptoms of continuation of tmj disease. Additional investigational testing will be performed. Add'l lot #10495.

Event description:
The patient had bilateral total joints placed in 2003. In 2006, the right total joint was removed due to pain and limited opening. During the explant surgery, it was noted that the patient had necrosis and fibrinoid degeneration.